Event description:
It was reported that the bd micro-fine¿ pro pen needle was unable to deliver medication, and had a broken cannula. The following information was provided by the initial reporter: upon priming, the drug solution did not come out; when the product was checked, the needle npe was found to be broken.

Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 2005379, cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was unable to deliver medication, and had a broken cannula. The following information was provided by the initial reporter: upon priming, the drug solution did not come out; when the product was checked, the needle npe was found to be broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.